Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer reported that a treatment recorded twice in mosaiq.

Manufacturer narrative:
G4: information added h11 updated: the customer reported that a treatment recorded twice in mosaiq. The investigation was completed by conducting a thorough evaluation of the product and the reported information. On (B)(6) 2024, the customer sent field a2 to the machine for treatment. The field was treated correctly in full, however mosaiq recorded the field twice. There was no patient mistreatment. It has been identified that this recording issue is due to a defect in mosaiq, where for a citrix installation the sequence of recording beams may lead to data being recorded twice. If this was not recognised as a double recording it could lead to a treatment fraction being omitted and the patient not receiving the full prescribed dose. Mosaiq would display warnings during the course of treatment to alert the user of the discrepancy. Additionally the weekly physics check would show clear warnings of dose delivery error. Elekta performed a risk assessment and assessed the severity to be "serious" and probability to be "incredible" if this were to re-occur. The risk assessment concluded that the risk is considered low. The defect will be fixed in a future release of mosaiq.